Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. The pump passed the displacement, operating currents, self test and off no power tests. No failed battery test alarms were noted. The pump was received with minor scratches on the display window. The pump was received with a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the down button on the insulin pump was stuck. Customer's blood glucose was 6 mmol/l. Customer stated at first she thought screen was stuck, but she removed the batter and the device alarmed failed battery test. She inserted a new battery and realized the down arrow was stuck as the device continues to scroll. Customer is unable to clear the alarm. No button error alarm has occurred. Customer stated she keeps the device in her bra most of the time. The device does not have cracks or damage as she keeps it in a case. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.